Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-01122. It was reported the patient experienced a headache following the placement of 2 drg leads. There was no evidence of a cerebrospinal fluid (csf) leak during the implant procedure. However, a blood patch was later performed and the patient reported improvement.